Manufacturer narrative:
A device history record review was performed for the affected lot number without showing any non-conformities or deviations regarding the described issue. An investigation into the reported event was performed, however, a conclusive root cause could not be identified. The investigation determined the likely causes as follows: thermo-mechanical fatigue, wear and tear, mechanical overload (impact, shock).

Manufacturer narrative:
The device was not returned to olympus and an evaluation cannot be performed at this time.

Event description:
A user facility reported to olympus that an olympus model a22041a, resection sheath, tip broke off into the patient during a bladder resection procedure. The tip was retrieved and the procedure was completed with another device of the same model. There was no patient injury or harm, associated with the problem, reported to olympus.